Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-01814. Related manufacturer report number: 2017865-2020-01824. Related manufacturer report number: 2017865-2020-01826. It was reported that the patient experienced redness and chills due to a bacteremia infection. Vegetation was suspected on the leads. The system was explanted on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Product problem should not have been checked.